Event description:
It was reported that an alarm 2 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge, filling the tubing, and resuming insulin with the same supplies. No additional assistance was necessary, and the case was closed by technical support.